Event description:
It was reported that the orca/lunar system would not boot up. It was also noted that the system has some wires with bad insulation. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system boot up issue could not be duplicated. However, due to the age of the equipment the parts required to address the wiring issue are no longer available. Advised the customer of this fact. The service call was closed.